Event description:
Per the clinic, the patient experienced a lack of auditory benefit with device use. The patient underwent a surgical procedure on (B)(6) 2013 to have the abutment removed. The patient was administered IV antibiotics (type and amount unknown) during the procedure. There are no plans to reattach an abutment in the fixture. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.